Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving inaccurate low blood glucose alerts. She stated that the threshold suspend was activated when the blood glucose reading was 106 mg/dl. Customer was advised on dislodging and pressure on the site, which may cause low readings. Nothing further was reported.